Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket. The analyst noted the returned torque wrench had foreign material found on the top. Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during a left ventricular lead implant procedure, the physician backed the right ventricular lead setscrew all the way out of the header. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.